Event description:
It was reported that the patient experienced wound breakdown and infection at implant site, subsequently the patient was treated with IV antibiotics (date not reported).

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. This report is filed on may 02, 2019.